Event description:
Customer reported that insulin squirted out during the manual prime. The blood glucose reading was not known. Customer treated with manual injections. Customer also did receive an alarm for a loose drive support disk. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prim during basic occlusion test and unable to prime during the prime test due to protruded and loose drive support disk. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and cracked pump belt clip slot.